Event description:
Device delivered solution in 30 hours versus the expected 44 hours. The device contained 4233mg of 5fu and normal saline for a total fill volume of 220ml. The infusion was delivered through a celsite st 305l braun port-a-cath at the chest using a huber smith 20g 19mm needle. No pt injury reported.